Event description:
The customer alleges a serious leak at the level of the 10 ml syringe while searching for the epidural space. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The device sample ws not returned for evaluation at the time of this report.